Event description:
The pt reported experiencing frequent e4 (occlusion) errors on the infusion device and elevated blood glucose as a result. In 2009, her blood glucose measured 460 mg/dl and she bolused through the infusion device. The next day, her blood glucose measured 147 mg/dl. The following day, her blood glucose measured 562 mg/dl at 7 am and she bolused and e4 was displayed. She injected insulin via syringe to lower her blood glucose. Her normal blood glucose level is 150-200 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.